Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation. Medtronic personnel reviewed logs of imaging system. Logs show that there was a ma mismatch and termination of 3d spin. The logs for the imaging system were evaluated by medtronic personnel. The evaluation suspects that a hardware issue occurred due to error messages viewed in the logs.

Event description:
A site representative reported that while outside of procedure when the exposure button on the pendant was pressed there was a loud noise. The system stopped spinning and an error message "early termination of the 3d scan has occurred. Images may be compromised and inadequate for navigation. Please ensure that the image acquisition switch is pressed throughout acquisition." Was displayed. There was no patient present at the time of the issue.